Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) pump would not switch from tank to tank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. Technical support (ts) spoke to the user facility's biomedical engineer (biomed) and told him the cardioplegia relay is the likely cause of the problem. The biomed going to attempt to remove clean part reinstall and see if it clears problem. The field service representative (fsr) told the biomed he would call him back in a couple days to follow-up. The fsr found the cardioplegia printed circuit board (pcb) not sending signal to the valves. The fsr found a bad solenoid on valve 4. The fsr replaced the pcb and valve, checked for leaks, and the cooler heater unit was operating correctly. The unit operated to MFR specifications and was returned to clinical use. The suspect parts were returned to the MFR for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.